Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with heavy calcification and heavy tortuosity. The 1.5x8mm mini trek rx balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use, however, there was resistance with the anatomy during advancement and the balloon ruptured. The balloon was inflated twice at 11 atmospheres (atms) each time. There was no resistance during removal. There was no resistance when protective sheath was removed. Another balloon was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.